Manufacturer narrative:
Field service engineer (fse) went on site and repaired the device. Fse replaced yellow scope connector in basin. Fse ran test cycle and no error present. Equipment was repaired and verified according to other equipment manufacturer instructions. Device passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, the yellow scope connector of the basin was missing a rubber gasket. The customer did not use the device after this issue was noted. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the user facility. The following sections were updated. The investigation is ongoing, when applicable additional information is identified, a supplemental report will be filed.

Event description:
Additional information was obtained from the customer on 20may2021. The event took place during reprocessing. The facility did not report out to the FDA. The staff working with the device as a technician is trained and experienced in the use of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the yellow connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿